Event description:
During testing at the user facility, it was reported that there was a crack in the pneumatic hose of the device. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Device investigation was performed and a hole in the pneumatic hose was confirmed.